Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother called to report a hospitalization due to high blood glucose. The current blood glucose reading is 650 mg/dl. Customer has vomited. The blood glucose reading at the time of the event was 600 mg/dl. Diagnosed diabetic ketoacidosis. Hospital is treating with insulin drip. Customer was admitted to ICU. Nothing further reported.